Manufacturer narrative:
Citation: stefano rosato article title:transcatheter aortic valve implantation compared with surgical aortic valve replacement in low-risk patients journal title circulation: cardiovascular interventions 2016, 9(5):e003326, 10.1161/circinterventions.115.003326: earliest date of publish used for event date. No unique device identifier (serial) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding describe outcomes of transcatheter aortic valve implantation (tavi) versus surgical aortic valve replacement (savr) in low-risk patients. All data were collected from multiple centers between december 2010 and june 2012. The study population included 3402 patients, predominantly male; mean age 80 years, 531 were implanted with a tavi, however, it was not reported how many were implanted with a medtronic corevalve. No serial numbers were provided. Among all patients adverse events included: cardiac tamponade, permanent pacemaker implantation, major vascular damage, moderate-to-severe paravalvular regurgitation, stroke, cardiogenic shock, severe access site bleeding requiring percutaneous vascular intervention, valve migration, infection, mild to severe paravalvular leak (pvl) and acute kidney injury. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and a medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.